Manufacturer narrative:
Investigation ¿ evaluation . A review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device showed the biopsy needle was returned unopened. The coaxial needle assembly was returned damaged. The white cap was noted to be cracked, potentially due to attempting to unscrew it. The coaxial needle assembly could not be unscrewed by hand, but could be unscrewed using pliers. The failure mode was able to be recreated by retightening the assembly. All relevant measurements were found to be within specification. Additionally, a document based investigation evaluation was performed. Action has been taken to address a potential quality gap relating to this failure mode. A review of the device history record for lot 9365850 and related subassembly lot showed no nonconformances. A software search revealed no other complaints from lot 9365850 at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field based on the information provided, inspection of returned product and the results of the investigation, cook has concluded that the main cause of failure is likely to be a quality control deficiency. Action has been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k): k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was selected for use in a lung biopsy in a female patient. The report states the "inner core could not separate from the needle" prior to use. The procedure was completed by changing to another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.